Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced convulsions and collapsed. The patient was brought to the hospital. The cgm reading was high, and the blood glucose reading was 1.4 mmol/l. The patient was treated with intravenous dextrose and fluids. No further treatment was reported to be needed and after a few hours the patient was discharged. At the time of the report the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.